Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4): 4076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that one day post implant, changes in the atrial lead sensing and threshold were noted. It was also reported that the lead had dislodged. The pocket was reopened; the atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk analysis was not performed because the complaint of dislodgement was confirmed by the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.